Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set cannula was kinked within three or more hours after insertion at abdomen on (B)(6) 2025. Which resulted in elevated blood glucose (390 mg/dl); therefore, patient had received correction injection via multiple daily injection (mdi). The patient changed supplies as necessary and resumed insulin therapy. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available no further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.